Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The complaint device was received and evaluated. Visual inspection revealed the device appeared in a used but as expected condition. There is evidence of tissue debris inside of the hand piece where the suction is supposed to flow. During the investigation there was no sign of any manufacturing defect that would have reduced the suction performance which suggests the suction was blocked with normal procedural debris. This complaint can be confirmed. Further, a review into the depuy mitek complaints system revealed no other complaints for the serial number of this device. At this point, no further action is warranted. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed however, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep after a shoulder repair surgical procedure, it was found that the suction port on the customer's micro handpiece with hand controls was clogged and could not be cleaned thoroughly. The surgeon had completed the procedure with the device with no patient consequences or delays. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.